Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional therapy electrodes) was confirmed. Upon investigation, the electrode belt intermittently failed a therapy electrode recognition test. The cause for the failure was isolated to a pinched pulse wire in the cable connecting the distribution node (dn) and the rear therapy electrode. The root cause for the pinched wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrodes.